Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 550 mg/dl and high ketone levels. Prior to going to the emergency room, a correction bolus was delivered to address the bg. At the hospital, the customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer adjusted the auto-off safety feature to address the issue and insulin delivery was resumed. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Training/use error. Your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 60 seconds. H3 other text: device not returned.